Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: added additional codes to h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided for review and revealed the following: patient had tortuous and calcified anatomy. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not preformed. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy the transcatheter heart valve (thv). As the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency, a device history record review and lot history review were not performed. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of valve malposition was unable to be confirmed due to unavailability of medical records and relevant imagery. Per IFU, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, 'as the vessel was angulated, the delivery system experienced some resistance during advancing the aorta. Right before the valve implantation, mr worsened and hypotension occurred. Initially the valve was intended to be planted higher; however, as the implantation was hurriedly executed, the valve was implanted in lower position (ncc side 80:20, lcc side 60:40), resulted in cavb.' In this case, it was reported that 'the implantation was hurriedly executed.' Fast balloon inflation could cause an unstable valve deployment resulting in malpositioned thv. As such, available information suggests that procedural factors (valve position and deployment technique) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. Reference related manufacturer report # 2015691-2023-10258. Investigation is ongoing. The device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, malposition of the sapien 3 valve and subsequent complete atrioventricular block (cavb) occurred. During the transfemoral transcatheter aortic valve replacement using a 23mm sapien 3 valve, hypotension occurred. The implantation was hurriedly executed, and the valve was implanted in lower position than intended, which resulted in heart block. A temporary pacemaker (tpm) was placed. The patient left the operating room with the tpm activated. Although the exact date is unknown, a permanent pacemaker was implanted within 30 days post-implant of the sapien 3 valve. The patient was reported to be well after the procedure and was discharged.